Event description:
The customer reported the charge button failed during opcheck. No pt involvement was reported.

Manufacturer narrative:
(B)(4). The customer reported the charge button failed during opcheck. No pt involvement was reported. The device was evaluated at philips. The symptom was verified. The device would hang when the charge button was pressed during opcheck testing. The processor pca was replaced to resolve the issue. The device was returned to the customer site after passing all required testing.